Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in pacing threshold measurements. Additionally pacing impedance measurements were reported to have increased from 862 ohms to 1260 ohms since the last device check. The local area field representative reported the impedance measurements drop to 900 ohms when the patient reaches across their chest. The physician has elected to continue monitoring the lead. No adverse patient effects were reported.

Event description:
Additional information was received confirming this implantable defibrillation lead was fractured. The lead was found exhibiting pacing impedance measurements greater than 2000 ohms, loss of capture (loc), and low amplitude sensing measurements. Additionally there was oversensing of noise measurements leading to inappropriate anti-tachycardia pacing (atp). The physician elected to perform a revision procedure to surgically abandon and successfully replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.